Manufacturer narrative:
(B)(4).

Event description:
Per the clinic, the device was explanted on (B)(6) 2013, due to a cholesteatoma in the middle ear. There are plans to reimplant the patient with a new device; however, this has not occurred as of the date of this report, (B)(6) 2013. The manufacturer became aware upon receipt of the explanted device on (B)(6) 2013.

Manufacturer narrative:
This report is filed november 19, 2013.